Event description:
I use the medtronic minimed 670g insulin pump with the guardian 3 cgm system. For the third time in the last 3 months I have experienced problems with the sensor requiring a calibration and not accepting the calibration I enter. The cgm then gets into a loop where it will require a blood glucose but will not accept the calibration. When I talk to the company, they tell me this is because I am trying to calibrate blood sugar when it is "unstableness". I should note that in all 3 cases my blood sugar was neither excessively nor was it rapidly changing. In some cases I was over 200 mg/dl but under 250 mg/dl and in a few cases, I was under 100 mg/dl but not below 84 mg/dl. These values are all within the company's published literature for an appropriate range and within the appropriate range set by my physician. In all cases, I had been wearing the sensor for several days before it suddenly stopped accepting calibrations. In all cases to remedy the problem, I had to remove the sensor and transmitter and insert a new sensor. Important information: I have worn an insulin pump since 2006. I have used different brands of insulin pumps. I like medtronic but these cgm sensors have issues and stop working for no reason. I work for a sister agency at (B)(4).